Event description:
The ethicon prolene surgical mesh was used to repair my umbilical hernia. At my 10 day post operation appointment, I informed the doctor that I could feel sharp corners under my skin and was concerned. He stated that this was because I was thin and normally a person wouldn't feel anything and not to be concerned. The sharp corners eventually led to sharp stabbing pain. Over the next year the pain became constant as if I had open safety pins puncturing me from inside. Several times a day, a severe sharp pain would take my breath away and cause me to hold my stomach in pain. My husband and family took notice and encouraged me to see the doctor. At my appointment, the doctor examined me and confirmed that he could feel sharp edges from the mesh and sutures through my skin. He explained that this mesh product could curl or change shape. To stop the pain, he said he would remove the sutures and replace them all, due to scar tissue growth. He also said he would remove the sutures and replace them with dissolvable sutures. I said I wished to have the sutures and mesh removed completely and if needed, repair the hernia with dissolvable sutures. I had my second surgery on (B)(6) 2011 and have seen photographs of the crumpled pieces of mesh removed from my body. I am still in recovery and cannot comment on if my pain is gone. I am asking you to please remove these mesh products from the market to help prevent pain and unnecessary second surgeries.